Event description:
It was reported that the customer's insulin pump was not vibrating or beeping as it should. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed all functional testings including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery. The insulin pump functioned as designed. No tone/beep anomaly was observed during the analysis. Vibration was noted during testing due to adhesive not adhering properly in the vibrator motor housing.